Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port/lumen, improper insertion angle. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device after an endovascular treatment procedure using a 6f sheath. Reportedly, when the device was advanced into the anatomy, no blood flow was observed at the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.